Event description:
It was reported that the customer had damage on the screen of the insulin pump. Customer stated that it was small and does not have any effect on their blood glucose. Customer stated that it is now bigger and he cannot see all the information on the screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.